Event description:
Top of the product snaps off the glass body, or the whole top comes off if twisted. They ended up drawing out of the syringe which is not proper protocol "[device issue]" no adverse event "[no adverse event]". Case narrative: this initial spontaneous report concerns of events device issue and no adverse event from the united states. On 27-may-2026, amneal pharmaceuticals received information from the other healthcare professional (lead pharmacy technician) via an email concerning a safety concern in amneal's labetalol hydrochloride injection. Additional significant information (#1) was received on 02-jun-2026 from the other healthcare professional (lead pharmacy technician) via an email. New information included; product details (lot no, exp. Date) and case narrative was updated. Product details included amneal¿s labetalol hydrochloride injection, 20 mg/4 ml syringes, intravenously (ndc: 70121-2428-1, lot number: ap250567, expiry date: 30-nov-2027 and serial number was not reported). It was reported that several nurses had experienced instances where the top of the product snapped off the glass body, or the whole top came off if twisted. The nurses had pulled the top off, exposing the medication and drawing up the contents. The nurses then drew out of the syringe, which was not proper protocol. The nurses complained, and this was brought to a hospital huddle. The reporter did not have specific patient information. 46 quantities were affected. No harm occurred to any patient; however, there was a safety risk associated with the incorrect breaking of the top and subsequent drawing out of the contents. Last action taken with labetalol hydrochloride injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event were unknown. The reporter did not provide causality of device issue and no adverse event with respect to labetalol hydrochloride injection. This case was considered as serious. The reportability of this case was expedited.